Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Top of the leg holder boot is breaking down and fraying. Case type: no associated procedure.

Manufacturer narrative:
Top of the leg holder boot is breaking down and fraying. Product evaluation and results: visual inspection confirms the boot assembly has splintered on the top of the boot. See attached image. Product history review: review of the device history records indicate 148 devices were manufactured and accepted into final stock on (B)(6) 2018.no non-conformances were identified during inspection. Review of the device history records indicate 3 devices were manufactured and accepted into final stock on (B)(6) 2018.no non-conformances were identified during inspection. Complaint history review: a review of complaints in catsweb and trackwise related to p/n 210080, lot 201843030805 shows 2 additional complaints related to the failure in this investigation, (B)(4). Conclusions: per d03391, preventive maintenance is where an action occurs that identifies device deterioration which may compromise function. Under pm conditions no patient was involved and no actual or potential patient harm existed for the alleged event.the failure was confirmed as alleged via visual inspection. No additional investigation or specific actions are required.if additional information is received then the complaint will be reopened.

Event description:
Top of the leg holder boot is breaking down and fraying. Case type: no associated procedure.